Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (500mcg/ml at 1502.61mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported that on (B)(6) 2019, the patient had surgery in (B)(6) and an intra-operation incident occurred. The patient experienced anaphylactic shock that day. There were no further complications reported at this time. Additional information was received from an hcp. It was reported that the surgery on (B)(6) 2019 was due to the device. The catheter was broken and was replaced. The anaphylactic shock was not related to the device. There were no further complications reported at this time.